Event description:
It was reported that during a routine follow-up, a driveline exit infection was observed with worse aspect than usual. The driveline exit dressing was more aggressive with the infection and the frequency of the dressing changes was increased. The patient was noted to have been fine and at home.

Manufacturer narrative:
A2, a4: patient age and weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information about the heart failure was not provided. The patient had no further problems at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
No culture was done, just visual observation, and the patient was admitted. The driveline exit dressing was more aggressive with the infection and the dressing was changed. The patient stayed the night because of an episode of heart failure which was noted to not be related with the pump nor with the driveline exit site. The frequency of the dressing changes for the patient at home was increased to every 24 hours instead of 48 hours. The patient was discharged on (B)(6) 2024.